Manufacturer narrative:
The buttons on the insulin pump responded properly. No moisture damage was noted on keypad traces. The device had minor scratched display window and cracked case at display window corners.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The reporter did not know the blood glucose reading. The customer stated that the up arrow did not respond and a battery change did not resolve the issue. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.